Event description:
It was reported that telemetry exhibited one period where the ventricular rate went down to 30 beats per minute. The physician then ordered a device check and the pulse generator could not be interrogated and no output could be seen. The device was explanted and replaced on (B)(6) 2015.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.